Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when plugging in the pump, it is not recognizing that a battery is in place. The inter-connect board and battery were replaced. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received on 16 september 2022, where the event date was updated. Also, issue occurred prior to using, and no patient injury was also updated. H6:event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 3500.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-16110. The report was submitted in error.